Event description:
Initially customer called to report having bubbles in set and reservoir. Through the conversation found that customer was hospitalized due to high blood glucose and the they had seizure. Explained to customer the 2 high blood glucose rule.